Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main drawer 2.1 cubie pocket 1 jammed. The field service engineer unloaded and reloaded cubie pocket and issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the main half height drawer is jammed causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.